Event description:
Pt was seen in follow-up, and complained of pain in lower back that radiated into the right lower extremity with associated numbness and tingling. Radiographic review revealed a fractured left sided sacrel pedicle screw with minimal distraction and normal alignment maintained. Surgery to remove fractured left sided sacral pedicle screw occurred on (B)(6)2009. Pt was re-instrumented without complication.

Manufacturer narrative:
The device history record for the device was reviewed, and inspection data showed the device was within specification. Labeling for the device was reviewed, and screw fracture is listed as a possible adverse effect associated with use of the talon system.